Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test.most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with all of the tests results from meter memory. The customer's expected fasting blood glucose test result range is 150 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored in the laundry room. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 248mg/dl (B)(6) 2016 11:48 pm fasting:yes, 296mg/dl (B)(6) 2016 11:46 pm fasting:yes, 210mg/dl (B)(6) 2016 11:44 pm fasting:yes, 205mg/dl (B)(6) 2016 12:18 pm fasting:yes, 171mg/dl (B)(6) 2016 11:24 pm fasting:yes.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with all of the tests results from meter memory. The customer's expected fasting blood glucose test result range is 150 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored in the laundry room. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).